Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had moisture damage keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer's blood glucose was 11 mmol/l. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.